Event description:
A customer contacted global technical service (gts) reporting an alarm on the homechoice (hc) during fill 1 and the home patient (hp) stated he had the alarm the previous night, so he tried changing out the heater bag, but the alarm reoccurred. The technical service representative (tsr) explained the alarm and told him that he should have changed all the supplies. The tsr advised the hp to make his registered nurse (rn) aware of this event. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed.